Event description:
Medtronic received information approximately 17 years post-implant of a 21 mm carpentier - edwards perimount 2700 valve, a transcatheter bioprosthetic valve was implanted valve - in - valve due to aortic stenosis and aortic insufficiency. The serial number of the perimount valve was unavailable (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).